Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced unexplained high blood glucose. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. The high pressure test was performed and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to faulty force sensor. Unable to perform the excessive no delivery alarm test due to prime anomaly.